Event description:
It was reported that during a da vinci-assisted nephroureterectomy, a sureform 30 stapler instrument was used to fire a white reload and experienced a was a partial fire and a "tissue too thick to continue" message was received. The customer said there were no holes or gaps in the staple line, but there was reported bleeding of an unspecified amount. The customer installed another white reload in the sureform 30 stapler instrument to continue the staple line and resolve the bleeding. There was no unplanned tissue removed as a result, nor were any blood transfusions given. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws or fire over an existing staple line. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the reload associated with this event. The sureform 30 instrument was received for failure analysis. Failure analysis confirmed but did not replicate the reported event. The instrument was found to have 1 firing failure based on log review. During in-house testing, the instrument failed mechanical engagement. The stapler logs for this event were reviewed. The sureform 30 stapler instrument was installed on the system 11 times and fired 9 white reloads. Excluding aborted clamps, there were no incomplete clamps or unclamps by this instrument. On install 1, the firing was completed with 2 pauses for compression. On install 2, 6, 8, 9, and 11 the firings were completed with no pauses for compression. On installs 3 and 4, the stapler failed to engage with the system. Logs showed 2 instances of an error indicating that the wrist and pitch axes failed to engage in both instances. On install 5, the firing was completed with 3 pauses for compression. On install 7, the first clamp was successful, but was followed by a firing failure. On install 10, the firing was completed with 1 pause for compression. After install 11, the instrument was removed and not used again in the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, h2, and h11. Additional failure analysis evaluation was performed on the received sureform 30 stapler instrument. The instrument failed to engage during in-house testing and an error indicated that that the roll axis failed to engage. The roll axis failure is attributed to increased friction along the main tube caused by corrosion along the roll bearing which would not be related to the firing failure. A visual inspection did not find any damage. The instrument driver was extended and retracted without issue.